Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00032. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure to treat an arteriovenous fistula (avf) using ruby coils. It was noted that the patient's anatomy was tortuous, which made it difficult to reach the target vessel. During the procedure, while attempting to advance a new ruby coil through a lantern delivery microcatheter (lantern), the physician experienced resistance and subsequently, the ruby coil became stuck inside the lantern. Therefore, the lantern and ruby coil were removed. After two attempts, the physician was unable to regain access to the target vessel and the patient became non-compliant. Therefore, the physician decided to stop the procedure and retreat the patient another time. There was no report of an adverse effect to the patient.